Manufacturer narrative:
(B)(4).

Event description:
On 2013-08-27, information was received from a consumer and a health care provider (hcp) regarding a patient who was receiving lioresal 500 mcg/ml at a dose of 180 mcg per day via an implantable pump for indications for reportedly movement disorder. The patient's medical history and concomitant medications were not provided. A "few years" ago, the patient was taken to the hospital because the hcp re-calibrated the patient's pump and dosing. The hcp reportedly didn't tell anyone from the nursing facility that came out to fill the device that it was going to run out sooner. Further information, received on 2014-09-11 from the hcp, reported the cause of the event was a near alarm date. On (B)(6) 2010, the patient came in to the ed (emergency department) with high tone, high blood pressure and a high heart rate. The patient was due for a visit from the visiting nurse for a pump refill; heir alarm date had been (B)(6) 2010. The pump was refilled at the ed that day, on (B)(6) 2010. The patient's symptoms resolved with a pump refill and straight urinary catheterization due to urine retention. In terms of patient outcome, no injury was reported. No further information was reported.